Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed that the machine¿s power button was turned off. The power button was switched on, and the system began booting up successfully. Panels were checked, and all lights on all drawers were correct and functioning properly. The e compartment drawer was inspected, and all power supply connections were verified to be secure. Everything appeared to be in proper condition. The machine was tested along with the escort, and it functioned well. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower screen was offline and no power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.